Event description:
It was reported the ¿patient was no longer receiving effective therapy.¿ impedance testing was performed and found high impedances of ¿10000¿ ohms. The patient was reprogrammed ¿to normal contacts,¿ however this ¿did not provide adequate pain coverage.¿ the patient¿s implantable neurostimulator (ins) and extension were explanted and replaced as a result of the event and the issue was resolved. The patient was ¿receiving effective therapy¿ and their system impedances were ¿normal¿ at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 7489, serial# unknown, explanted: (B)(6) 2015, product type: extension. (B)(4).